Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and discovered a broken blood pressure connector on the front end pcb. The fse resolved the blood pressure input reported issue by installing a new front end pcb. The fse then performed a complete pm with full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the blood pressure connector on the front end pcb of the cardiosave intra-aortic balloon pump (iabp) was found broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(version or model #), g3, g6, h2, h6, h10.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the blood pressure connector on the front end pcb of the cardiosave intra-aortic balloon pump (iabp) was found broken. There was no patient involvement, and no adverse event reported.